Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. No stuck buttons or keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the all buttons were not working. The customer¿s blood glucose level was unknown. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. Customer stated using the up arrow allows them to navigate screens. Customer stated using the down arrow allows them to navigate screens. Customer stated that the insulin pump was neither dropped nor exposed to moisture. Customer stated that block mode was inactive. Customer stated that an alarm was not in progress at the time the button was unresponsive. Customer stated bolus menu was available and they are not seeing 0.0 when attempting to program, a basal. Customer stated that the button was not unresponsive during an easy bolus attempt. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will be returned for analysis.